Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore, unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure, the expressew iii needle was used to suture the rotator cuff. After the surgery, when the surgeon checked the condition of rotator cuff under x-ray, it was reported that the tip of expressew needle was broken during the last suturing of the patient and remained in the rotator cuff. The broken tip of the needle remained at the center from the outer side of the rotator cuff and all the sutures were in proper position. Since the tip was located in thick tissue and was held from the above with bridging suture, the surgeon judged there is low risk of dislodging, thus re-operation would not be scheduled unless the tip moved in the body, caused pain, etc. The surgeon also commented that the tip was put on the bone, which may have damaged the needle during the surgery. Also, the surgeon performed the surgery with a poor field of view. It was brand new and the first use when the issue occurred. There was no information of surgical delay. There was patient involvement reported. It was not reported if there was prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.